Event description:
It was reported the patient was experiencing side effects a week after having their implantable neurostimulator (ins) implanted. It was noted that a week after implant, they had shocking when totally asleep. The reporter stated that when they woke up and turned over or moved over to the side of the bed to get up, it would shock them going down their right arm and hand and into the lip, teeth, and tongue. It was noted that as time went the patient stated it changed after a couple weeks. The reporter stated they were washing their hair and the ins shocked them. The reporter further stated they were sitting on their couch rubbing their head ¿where it¿s fresh¿ and it shocked them. It was noted the patient was shocked when they rubbed their eyes and particularly when they rubbed their right eye. It was further noted the patient was reprogrammed a couple of weeks ago. The reporter stated the shocking went into their right arm and leg and was more frequent. The reporter further stated they were told to turn the ins off. It was noted the ins had been off for about a week and the patient turned the ins on today, about 30 minutes ago. It was noted the patient had not had any shocking. The reporter stated this started a week after implant. The reporter further stated it irritated their mouth constantly and they were not sure if there was a low voltage charge leaking through. It was noted that when the ins was on the patient¿s mouth would be ¿sore, irritated, lip, fever blister,¿ and their tongue would be sore. It was further noted that when the patient turned stimulation off for a few days their moth totally healed. The reporter stated that every time they turned the ins back on their lips and mouth got sore again. It was noted the patient though it had affected their balance a little bit. It was further noted the patient seemed to stumble some and when the ins was off they did not do as bad. It was noted the patient had an appointment with their healthcare professional (hcp) and manufacturing representative next tuesday. The reporter stated they wanted more information because it was a long trip and they were trying to see if they could avoid the trip. The reporter stated they understood that s ome of the side effects because they work with cardiac patients. It was noted the patient had the ins reprogrammed once. The reporter stated at first they used a ¿dye polar lead 1 and 3 went to the right arm and hand, second time polar to 2 and setting to 2 went into arm and leg.¿ the reporter further stated that if felt more like getting punched instead of shocked. Additional information received reported the cause of the event was unknown. It was noted the impedance measurements were normal. It was further noted that no surgical intervention occurred. The reporter stated that an x-ray was done in (B)(6) 2013 and a MRI was done (B)(6) 2013. It was noted the x-ray of the patient¿s head, neck, and chest was normal. It was further noted the MRI of the patient¿s brain showed the left electrode terminated in the left vim. The reporter stated there was an interval decrease in edema associated with the left electrode. It was noted that reprogramming was done. It was further noted that patient had shocking sensations with associated mild tingling and weakness in their right hand when the ins was on. The reporter stated that the patient symptoms were intermittent and random in nature. It was noted that the patient outcome was no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0arp9, implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0arp9, implanted: (B)(6) 2013, product type: lead. (B)(4).